Manufacturer narrative:
The technician replaced the hydraulic power unit to repair the bed.

Event description:
Info received indicates the bed head hi-low and head section cannot be raised or lowered.